Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts were being made to obtain the following information and the device: what was the product code used in the procedure? Was the device difficult to fire? Was the device or clip unable to close completely? Was there any bleeding when the jaws of the device cut the vessel? If yes: how much bleeding? Did the patient receive any blood products? Is the device available to be returned for analysis? To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a carotid procedure, the physician required extra tension to deploy the device. He was unable to close it completely. The jaws of the device cut the vessel, which was minor and easily controlled. A clip fell out and was malformed. It was retrieved. The case was completed successfully with this device. There were no adverse patient consequences.